Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded and no longer available to be returned.

Event description:
It was reported that three infusion sets were leaking at the headset, and the self-adhesive of the infusion sets were wet with insulin.